Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es request was made for medication interface troubleshooting, as certain medication orders transmitted from smartcare were not consistently selectable within the device despite appearing to transmit successfully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.